Event description:
Stryker ahto tube set disposable suction/irrigator with tip - during a very difficult laparoscopic cholecystectomy, which turned to lap chole with grams, 3 suction irrigators got clogged easily and ended not working causing stress, added staff, and delay. # (B)(4).